Event description:
Medical records received a report on 7/20/12. It was reported on (B)(6)2012, patient with this lv lead came to the hospital after experiencing acute pectoral muscle stimulation on the left side of her chest. The device was interrogated at which point the muscle stimulation threshold was 2 0v @ 1. Oms and the atrial capture threshold was 2.7v @1.0ms. Since the atrial capture threshold was greater than the muscle stimulation threshold, the physician elected to program the device to vvt for the time being. However, an x-ray was performed which showed this lead to have been dislodged from its implant position. The lead happened to still have good thresholds, impedance, and sensing values. The patient was referred to her implanting physician for lead revision. Lead was implanted (B)(6)2012. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).